Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that a patient endured supraventricular tachycardia during impella cp support. The patient was cardioverted twice and vasopressors were increased in response to the condition. Support continued uninterrupted following the intervention. The procedural outcome was the patient survived the surgery.